Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2017; 638bl30 heart band, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection. The device and leads were explanted. No further patient complications have been reported as a result of this event.